Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use warns the user: do not use the mitraclip system after the use by date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused or re-sterilized devices may result in infection, endocarditis, and/or sepsis. All available information was investigated and the reported device expiration issue and user error is associated with the use of the device past the expiration date and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the use of an expired device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was deployed without issue, reducing the mr to 1-2. The patient had a good outcome. After the procedure, it was observed that the clip had expired in (B)(6) 2016. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.